Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1.9, time between testing: (few hours). Patient's therapeutic range: 2.0-3.0. Because of the meter giving a result that was within her therapeutic range, physicians were going ahead with a surgical procedure. However when the lab result came back at 1.9 the procedure was stopped.

Manufacturer narrative:
Investigation pending.